Manufacturer narrative:
Manufacturer ref# (B)(6). Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received: 24oct2023: the patient has been recovered without sequelae, and discharged from the hospital's normal cycle 5 days after surgery.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: in (B)(6) 2019, a 2 debranch thoracic endo vascular aortic repair (tevar) was performed with gore/ctag 37mm-200mm at another hospital. On (B)(6) 2023, the patient was rushed from his clinic with symptoms of imminent rupture and underwent emergency surgery. According to the other hospital's records, the gore/ctag proximal should have had been implanted from zone 1, but it had migrated about 20 mm by eye to zone 3. This may be due to migration into the aneurysm, but the distal side was also drawn into the aneurysm. After contacting the person in charge at japan gore and confirming the history of using ctag 37mm-200mm for the patient, it was decided to use 38mm diameter stent grafts for both proximal and distal extension. The doctor wanted to target the proximal and intentionally deployed zta-p-38-217-w1 (complaint device) from a position that hangs 1/3 to the brachiocephalic artery. At distal zta-p-38-167-w1 was deployed to extend for 2 stents (approximately 40 mm) to the distal. After device implantation, zta-p-38-217-w1 appeared to hang over the brachiocephalic artery during final contrast, and blood pressure on the arterial line, which was taken from the right brachial artery, decreased. At the angle at which zta-p-38-217-w1 appeared to hang over the brachiocephalic artery, the proximal gold marker appeared oblique, so the c-arm of the angiography system was swung to an angle at which the gold marker was aligned in a straight line for contrast. Then, the angle that the doctor had specified was left anterior oblique (lao) 50 , but the angle at which the gold markers were aligned in a straight line was lao 30. Lao 30 contrast showed that about 80% of the brachiocephalic artery was occluded, so it was attempted to secure blood flow using the chimney technique (boston scientific/epic vascular stent 12mm x 60mm was placed from the brachiocephalic artery toward the ascending aorta). And a touchup (dilatation) was performed by using boston scientific/mustang balloon dilatation catheter after chimney technique. The blood pressure to the brachiocephalic artery returned to almost the same level as preoperatively and the procedure was completed. There were concerns about ischemia to the brain as the brachiocephalic artery had been occluded. The patient has recovered without sequelae and discharged from the hospital's normal cycle 5 days after surgery. The physician has commented that the occlusion of the brachiocephalic artery might be due to the fact that, in addition to targeting the proximal, the angle of contrast was too deep, causing parallax and inaccurate length of the vessel seen in the contrast. The cook medical sales rep has added that the cause of this incident might be the fact that the angiography system was angled too much toward lao 50 and that since this was an emergency case the timing of arrival of the patient was the time of stent graft implantation and that this may have influenced the outcome because of the lack of close examination with CT imaging. Review of the device history record gave no indication of the device being produced out of specification. As per the instructions for use (IFU) ¿the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta¿ and the placement of the complaint device in the aortic arch at the brachiocephalic trunk is therefore considered outside the IFU. No imaging has been provided to support the investigation. The physician has commented that the occlusion of the brachiocephalic artery might be due to the fact that, in addition to targeting the proximal, the angle of contrast was too deep, causing parallax and inaccurate length of the vessel seen in the contrast. It is assumed that ¿targeting the proximal¿ refer to the very proximal placement of the zta complaint device. Based on this, it seems likely that the intended placement of the device has contributed to the misplacement and thereby partial occlusion of the brachiocephalic artery. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: patient anatomy before surgery and at the time of failure: there were no problems with the access route. Devices used: zta-p-38-217-w1 (lot# e4324872) approached from the left. Zta-p-38-167-w1 (lot# e4338088) approached from the left. Vascular stent 12mm x 60mm from another manufacturer. Balloon dilatation catheter 10mm-4cm from another manufacturer. In (B)(6) 2019, a 2 debranch tevar (thoracic endo vascular aortic repair) was performed with a stent from another manufacturer at another hospital. On (B)(6) 2023, the patient was rushed from his clinic with symptoms of imminent rupture and underwent emergency surgery. According to the other hospital's records, the proximal stent graft from another manufacturer should have had been implanted from zone 1, but it had migrated about 20 mm by eye to zone 3. This may be due to migration into the aneurysm, but the distal side was also drawn into the aneurysm. After contacting the person in charge at japan and confirming the history of using 37mm-200mm graft from another manufacturer for the patient, it was decided to use 38mm diameter of stent grafts for both proximal and distal extension. A 2 debranch tevar had already been performed at the proximal in (B)(6) 2019 and the graft from another manufacturer had migrated after being deployed from zone 1, so the doctor said he wanted to target the proximal this time and intentionally deployed a zta-p-38-217-w1 from a position that hangs 1/3 to the brachiocephalic artery. In the distal, zta-p-38-167-w1 was deployed to extend for 2 stents (approximately 40 mm) to the distal. After device implantation, zta-p-38-217-w1 appeared to hang over the brachiocephalic artery during final contrast, and blood pressure on the a line (arterial line), which was taken from the right brachial artery, decreased. At the angle at which zta-p-38-217-w1 appeared to hang over the brachiocephalic artery, the proximal gold marker appeared oblique, so the c-arm of the angiography system was swung to an angle at which the gold marker was aligned in a straight line for contrast. Then, the angle that the doctor had specified was lao 50, but the angle at which the gold markers were aligned in a straight line was lao 30. Lao30 contrast showed that about 80% of the brachiocephalic artery was occluded, so it was attempted to secure blood flow using the chimney technique (vascular stent 12mm x 60mm from another manufacturer was placed from the brachiocephalic artery toward the ascending aorta). And a touchup (dilatation) was performed by using balloon dilatation catheter after chimney technique. The blood pressure to the brachiocephalic artery returned to almost the same level as preoperatively by implanting a vascular stent 12mm x 60mm from another manufacturer, and the procedure was completed. There were concerns about ischemia to the brain as the brachiocephalic artery had been occluded, but the patient was not awakened from anesthesia immediately for systemic management, and will be awakened during the night on october 3 if all is well while being managed in the ICU. It will not be until october 4 to confirm that there is no stroke or other problem. Patient outcome: the occlusion of the brachiocephalic artery necessitated placement of an additional stent graft using the chimney technique. The patient's outcome is currently unknown (unrecovered).